Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7th october 2025, it was reported by an arthrex employee via email that for an ar-5815, knot pusher / suture cutter, the nitinol flag snapped so the suture could not be loaded. This was detected during use in a knee meniscal repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional suture cutter was used.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive force applied during suture loading or advancement.